Manufacturer narrative:
Evaluation of the returned device is in progress. A follow up report will be submitted when the evaluation is completed.

Event description:
After placing the PICC line an attempt was made to flush both lumens. As the red lumen was flushed with the t-piece/wire still connected to the end of the PICC, blood began backing up into the other white lumen. PICC was removed and replaced with another and no further issues were noted.

Manufacturer narrative:
The vascu PICC was returned for evaluation with the side port and stylet still in place. The contract manufacturer evaluated the returned device. The sample was in good condition and did not exhibit any damage. A cross lumen leak test was performed on both sides of the catheter. No cross-lumen leakage and no leaks of any kind were found. A review of the manufacture records for this lot was conducted and found the device was manufactured according to specification. Based on the record review and the evaluation of the returned device, a root cause for the issue reported cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.